Event description:
It was reported to medtronic minimed that the customer experienced physical damage to the insulin pump, specifically a crack on the case near the battery tube side and inulin pump was no longer alarming when the customer's blood glucose (bg) was low. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed, and the damage was found to be affecting the functionality of the insulin pump. The customer was instructed to revert to a backup plan per healthcare professional instructions and to place the insulin pump in storage mode. A black silicone case will be sent to the customer. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1880 was requested, and the customer response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0871 inches. On the pump, selected low set up screen and activated the alert on low alert. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 90 mg/dl on the pump's home screen. No communication anomaly or calibration anomaly noted. The alert on low alert functions properly during testing. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. The pump was received with cracked battery tube threads and cracked case at the battery tube side. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, cracked case at the corner of the belt clip rail, missing serial number label, pillowing keypad overlay, cracked keypad overlay at the select button, stained keypad overlay and a partially broken off retainer ring. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. Perform the history review 2 days prior to the event date (B)(6) 2025, there were no unexpected pump error(s)/alarm(s) noted in the pump history file. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.1 mv). The pump passed the functional test. Damage- cracked case battery tube confirmed at the back of the pump. The alert on low alert functions properly during testing. Alarm-audio/vibrate anomaly/absence of alarm not confirmed. Damage-retainer ring damage confirmed (found during visual inspection). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.